Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: g1. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy a perforation was caused by a strong push to release the loop. It was further reported that the device perforated when the loop release operation was performed during insertion. According to the doctor, the perforation was caused by the difference in firmness of the insertion section between two devices he's used to handling. The device was removed and the patient was urgently transported to another hospital for an emergency operation.